Event description:
It was reported that a screw on the front was missing. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Device is not distributed in the united states, but is similar to device marketed in the USA. The additional evaluation revealed that the investigation of the complaint instrument has shown, that indeed one screw was missing- fell off. Also the adjustable screw rod is slightly bent. We are not able to determine the exact cause of this reported problem. We do presume though, that the screw was lost during the cleaning - sterilizing process. Unfortunately we are not able to repair- exchange the missing screw as we could not get the spare parts for it. The manufacturing documents where reviewed and no discrepancies to the specifications where found. No product fault could be detected.